Event description:
Caller tested 3.2 inr and 3.4 inr on the coaguchek xs system while a comparison lab returned as 3.4 inr. No actions taken based on device results. No adverse event reported. Requested return of suspect system and replacement was sent.

Event description:
Caller tested 3.2 inr and 3.4 inr on the coaguchek xs system while a comparison lab returned as 3.4 inr. No actions taken based on device results. No adverse event reported. Requested return of suspect system, and replacement was sent.

Manufacturer narrative:
(B) (4)